Event description:
The facility reported that the tubing leaked during pt use. The drug being infused was 5-flourouracil. The leak was observed as crystalization and there was no report of any pt injury or medical intervention required. The set was in use for 1 week when the situation was observed.